Event description:
The facility representative reported a flo-gard infusion pump with failure code 27. This problem occurred immediately after an infusion of mycamine had begun on a 75 year old female patient. The infusion was stopped and the therapy was put on a hold until another pump was available. There was no report of patient injury, medical intervention being necessary, or adverse reaction in association with the event. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.